Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: attachment device, (B)(6) 2022. The product code is unknown. Therefore, the brand name, catalog number, lot/serial number, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device cutter broken into two or more pieces identified during service and evaluation was confirmed. It was determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was not working. The reporter further clarified that the device came from the operating room with a tag stating the device was broken and was clogged or had something too small inside. Upon receipt of the attachment in-house, it was noted that an unknown cutter device was stuck inside it. During in-house engineering evaluation, it was observed that a piece of a broken cutter was stuck inside the attachment device. The drill bit was visually examined, and it was found that it failed the visual assessment because the tip had broken off with a part missing. The device was taken apart and it was noted that there was excessive corrosion, and medical debris in the locking mechanism assembly, preventing the lock tabs from releasing the cutters which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition the cutter was received in. It was observed that a piece of the cutter had broken off below the laser marking; and therefore, identification of the cutter and the lot number could not be identified. Furthermore, the rest of the cutter was not returned. It was determined that the cause of the cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.